Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 4.6 cm in diameter saccular abdominal aortic aneurysm approx 16 months ago. Aortic neck was 22-23 mm in diameter and 40 mm long. Distal aorta was 20mm in diameter. Right iliac was 17 mm in diameter. Iliacs were moderately tortuous. Right femoral was 9 mm in diameter and left femoral was 9 mm in diameter. There was moderate tortuosity in the right and left iliacs with 30% stenosis. The aortic mural thrombus/calcification at the proximal neck was 20%. The pt has a history of occlusion related issues over the last year. It was reported that an event of thrombosis occurred. A secondary intervention was performed an embolectomy with fogarty. The event resolved. No additional clinical sequelae were reported and the patient is fine. The investigator assessed that the occlusion of the left iliac side of the stent graft, which required a secondary procedure is not related to the device or procedure. (MFR report # 2953200-2011-00999).

Manufacturer narrative:
(B)(4). Evaluation, results: (occlusion), (tortuous and stenotic iliacs). Conclusion: (tortuous and stenotic iliacs).